Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a procedure, the guidewire was trapped inside the lv lead. The lv lead was damaged in an attempt to remove the guidewire. The lead was removed and a new lead was implanted. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.